Event description:
It was reported that when using the bd pyxis¿ es refrigerator the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) rebooted the device and the battery. All functions returned to normal. The fse logged into hardware test application and tested the drawer multiple times, confirming that all functions were operating normally. The customer was satisfied with the resolution. The system functioned as intended after the field service engineer repaired the device.